Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20127709.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. X-ray showed that the cervical leads had migrated. The patient underwent a lead explant procedure. The explanted leads were discarded by the hospital.